Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma and kidney disease/toxicity. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma and kidney disease/toxicity. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer has made three attempts to retrieve the device and to gather additional information. The manufacturer is submitting a final report at this time and will send a follow-up report if additional information is received. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma and kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. Tech recorded and reviewed the unit¿s event log and settings and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without issues or alarms. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Tech disassembled the suspect unit for internal inspection. Tech found no signs of damage or evidence of defective operation. Tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Tech noted foreign material from external sources indicative of contamination throughout the inlet airpath and airpath foam as well as observing that the bellows were not properly seated around the blower inlet. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor system board of the unit drifted out of spec due to contamination issues.